Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the customer had an insulin pump that wasn't working but didn't know the exact problem with it. Customer stated that one time the device didn't deliver insulin, the infusion set and reservoir were changed multiple times, however the anomaly persisted. Customer stated ever since they received the new insulin pump they no longer have issues. Customer's blood glucose was 6.8 mmol/l. Customer was advised to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads and a cracked reservoir tube lip.